Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 2.1 cm in size and located in the left upper lobe 0 mm from the pleura. Imaging modalities used included c-arm fluoroscopy and radial endobronchial ultrasound (ebus). Staging utilizing ebus was also performed. Post procedure, the patient experienced shortness of breath. A x-ray was performed and revealed a pneumothorax. The initial size of the pneumothorax was 5.4 cm and it did not increase in size. A 14 french chest tube was inserted to resolve the pneumothorax. The physician believed the cause of the pneumothorax was the peripheral location of lesion adjacent to pleura. The results from pathology were non-diagnostic. The patient was hospitalized for 3 days then discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.